Event description:
It was reported that during a sleeve gastrectomy procedure, the first firing worked, the second firing did not fire clip, and the third firing did not close clip completely. The third clip fell off the staple line and they opened a new clip applier. No patient injury or adverse outcome. Case was completed successfully.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, a bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. In addition the anti-backup and lockout mechanism were found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup and lockout mechanism failure, however no conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming.